Manufacturer narrative:
Smith and nephew has completed the investigation for this complaint. The device, intended for use in treatment, has not been returned for evaluation. Due to this it has not been possible to establish a relationship between the reported failure and the device or determine a root cause. The manufacturing records reviewed show that there was no issue at the point of release that could have caused or contributed to the reported event. A review of the complaint history found other instances of this reported issue. These instances are being monitored with further work being conducted to determine if additional actions are required. The described failure mode, failure to charge, can potentially be caused as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. When the device is charging and/or in use, its temperature will naturally increase, this and other external factors such as ambient temperature and storage location can have an impact on the time it takes to charge. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced. Although the device will pause charging in these conditions, it will not impact on its ability to still provide negative pressure wound therapy. Once the device temperature drops the device will continue to charge. Recommendations: storage of the device should be within an area that is not subject to high temperatures. Ensure the device is fully charged prior to use. Locking the screen is recommend during the charging process. Do not charge the device whilst it is stored in its carry bag. It is important that all users of this device, read and follow the instructions in the supplied manual for use.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during treatment the console does not charge. The console works when plugged in but when the nurses want to unplug, alarm appears and the console switches off. No patient harm was reported.